Event description:
It was reported that the implant was removed due to peri-implantitis at the implant site. Customer reported implant had been placed in area #20. Abutment was inserted after 4 months of healing; after one week with provisional crown abute was noted to be loosed. Could not tighten abutment to implant to get platform to seat.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The reported device was returned for investigation. Visual evaluation of the returned product identified no damage and engaged inside in-house implant. Functional testing was done using an in-hose implant and was able to engage. No pre-existing conditions were noted on the product experience report (per). X-ray or picture images were not provided. Complainant reported that after one week with provisional crown abutment was noted to be loosed. Could not tighten abutment to implant to get platform to seat. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined. A device history record (DHR)review was performed and no related deviations or nonconformance's were noted. Also, a complaint history search was performed using our complaint handling system and there were no related complaints for this product lot.

Event description:
No further event information is available at the time of this report.